Manufacturer narrative:
A ge service rep performed an on site investigation. The camera and the video controller board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system images were white during a case. No pt injury was reported.